Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely a faulty connector pins caused the reported issue. However, a specific cause of the faulty connector pins was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. One of the cable pins was found broken inside the connector. Additionally, the front panel was found cracked, and the software was outdated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the video connectors on her olympus evis exera iii video system center were broken and unable to make the connection. According to the initial reporter, another device was brought in to successfully complete the procedure without any reports of patient harm.